Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) presented a fluid loss and a dimple in the pump. The aus was explanted and replaced. There were no patient complications reported.